Event description:
New information indicates that oversensing on the ra lead and rv lead resulted in automatic mode switch (ams) episodes and high ventricular rate (hvr) episodes. The physician confirmed abrasion of the lead insulation. Both ra and rv leads were explanted and replaced with new leads with no complications.

Event description:
It was reported that the patient presented to the hospital with lightheadedness. Review of the electrograms revealed low pacing impedance and oversensing noise on both the right atrial (ra) and right ventricular (rv) leads. The noise was reproduced with patient isometric exercises and arm movements. Chest x-rays indicated that the leads were in normal position, and lead-on-lead abrasion was suspected as the cause of the event. Lead revision was discussed, no changes or interventions were reported. The patient's condition remained stable.

Event description:
New information received indicates that fractures were noted on the ra lead and the rv lead.